Manufacturer narrative:
The received used sample was confirmed to have an arterial tubing separation between the 8" tubing and the rotating male luer. The end of the tubing had the presence of uv adhesive, however it had a flaky and peeled off the tubing easily. The reported complaint of the tubing separation was confirmed. The probable cause of the tubing separation appears to be due to the uv adhesive at the bond between the arterial tubing and male luer was not fully cured. This defect was due to a manual manufacturing process error in ensenada.

Event description:
The event involved a customer report of a transpac disconnection. The line was in use approximately 12-15 hours and was being infused under pressure. When the line was noted to be disconnected, the attending nurse aspirated the cvp catheter to draw out any air in line. The patient did not show any clinical signs of compromise and there was no adverse effect.